Event description:
We have had 2 pleural effusions this past week ( only two others in the 22 year history here ). We are investigating on our end but thought you might want to see if there have been any others. Both of ours are the same lot number: 11475235 1.9fr.¿ updated information ¿ as of 9/7/2023 ¿ date of insertion (B)(6) 2023 ¿ ¿about 8 hours after placement, patient decompensated. Xray revealed left chest with effusion. PICC line pulled back to better position and continues to be used.¿ ¿ any patient harm/medical intervention ¿chest tube for pleural drainage, intubation and ventilation from CPAP¿ ¿ new piv placed.

Manufacturer narrative:
Updated narrative data from initial report: according to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and (B)(4) was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
We have had 2 pleural effusions this past week (only two others in the 22 year history here). We are investigating on our end but thought you might want to see if there have been any others. Both of ours are the same lot number: 11475235 1.9fr.¿ ¿I do not have either catheter to give you.¿ updated information ¿ as of (B)(6) /2023. ¿ date of insertion (B)(6) 2023. ¿ ¿about 8 hours after placement, patient decompensated. Xray revealed left chest with effusion. PICC line pulled back to better position and continues to be used.¿ ¿ any patient harm/medical intervention ¿chest tube for pleural drainage, intubation and ventilation from CPAP.¿ ¿ new piv placed.